Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg would not take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient stopped using the device due to low coverage at the back. No device malfunction was suspected.

Event description:
A report was received that the patients ipg would not take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.